Event description:
It was reported that during a direct stent procedure, the stent was placed across the intended lesion. The stent was inflated to a 12atm and it was noted that a small amount of contrast leaked out of the balloon. Reportedly, the stent was reasonably deployed, however, there was a small extravasation of contrast out of the coronary. Another balloon was inflated for 5 minutes to seal the vessel wall. The procedure was completed without further intervention. No patient injury was reported.